Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 576 ml/dl. Elevated blood glucose was addressed with manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned